Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella 5.5 implant procedure for patient of unknown age and gender, the purge arm was damaged by the surgeon. The pump was explanted on the same day. There was no reported patient harm.

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the initial report was submitted. The product was not returned for investigation. Based on the limited clinical information provided, the root cause of the issue was a leak from the sidearm. The surgeon mentioned that the sidearm was damaged during insertion.